Event description:
Reporter indicated that pt's vns therapy system with explanted due to infection. The pt reported that in 2003, their chest incision became red and swollen. The pt was seen by neurosurgeon the following day at which time a 10-day course of antibiotics was prescribed. The pt was seen by neurologist on that same day who initiated stimulation. 8 days later the pt was again seen by neurosurgeon who indicated that the incision looked good, but prescribed another 10-day course of antibiotics. Pt was again seen by neurosurgeon 12 days later who indicated that the incision looked good. 2 weeks later, the pt woke up with yellow drainage oozing from chest incision. Neurosurgeon prescribed antibiotics (levaquin). 2 days later the pt noticed a dime-sized hole in the middle of the chest incision and went to the emergency room. The pt's vns therapy system was explanted and the pt continued home IV antibiotic therapy. Pt wants to be re-implanted after infection clears.

Event description:
Additional information was received on (B)(6) 2012, indicating that the patient has yet to be re-implanted.